Event description:
The physician was using a mo.ma ultra 6f ID cerebral protection device to treat a lesion in the right internal carotid artery. The lesion was 20mm and exhibited moderate tortuosity and moderate calcification. No difficulties or abnormalities were noted during inspection or preparation including negative pressure application prior to use. No difficulty/friction noted when loading the device onto guidewire. After the preoperative preparation, the mo.ma was delivered to the site without resistance to within 15mm from the bifurcation of external carotid artery. Then, after the eca balloon was inflated using the t-safety valve, the cca balloon ruptured immediately after inflation, just before it formed a cylindrical shape. The physician continued the procedure as-is and used the carotid guardwire, and then the operation was completed successfully with no adverse effect on the patient. No patient complications were reported for this event.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Operational context caused or contributed to the event ( no abnormalities noted during inspection or preparation including negative pressure application prior to use, event most likely procedural related).

Event description:
Evaluation summary: the device was returned with stopcocks connected to each inflation lines . The inflation luers was found both cracked. Traces of blood and radio opaque solution were detected on the device returned, both on the shaft and in the inflation line. Direct inflation of the balloons could not be performed due damaged inflation luers. A syringe filled by colored water was connected to the needles bonded using cyanoacrylate adhesive on the inflation line. The distal balloon was inflated without any issue for 30 minutes at nominal od. The proximal balloon could not be inflated due to a leakage detected immediately after inflation. Pressurizing the balloon a pinhole was clearly detected on the balloon. The leakage was analyzed by microscope and a pinhole was confirmed. No other abnormalities detected on the device.